Event description:
Boston scientific received information that this atrial lead dislodged one day post implant. The lead was successfully repositioned. No patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.